Manufacturer narrative:
H10: one actual device was received for evaluation. A visual inspection of the unit via the naked eye observed a dark particulate matter (pm) at the interior of the inlet vent area facing the spike body. Inspection under magnification verified a dark foreign matter approximately 1.00 square millimeter in size floating in the vent interior area of the fluid pathway. Further analysis revealed the isolated pm was a cluster of polyester and cellulosic fibers. Functional testing was performed with sterile water and no leak was noted. The reported condition of leak was not verified, however, the presence of pm was verified. The cause of the condition could not be determined; possible causes of the pm include that the pm occurred during customer handling or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked around the air filter. This occurred after connecting the hose to an infusion bag with a 0.9% nacl solution. A large black particle was also observed in the air filter on the side facing the solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.